Event description:
It is reported that the device stopped working during the total knee and it was found that all the teeth were missing from the universal oscillating saw attachment. There was no pt harm; however, there was a delay in surgery for approx 16-30 minutes. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.